Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Catalogue no./product no., etc.: 320738. Lot number (serial number): (B)(6). Agency name: xxxxxxx. Occurred on: july 30, 2024. Hypodermic needle injury: no. Other handling: no. Returned product: 1. Occurrence history: 320738 (mfp6mm) when trying to attach the pen, it was loose and could not be screwed on. The back needle wasn't bent. Defective item: not used. Report: necessary. A report is required detailing any deformation of the threaded part of the hub. Replacement product: needed.